Event description:
It was reported that reduced flow occurred requiring additional intervention. The 80% stenosed target lesion, located in the left anterior descending artery (lad), was predilated with a 3.50 x 12 mm non-compliant balloon. A 4.00 x 38 mm promus elite was deployed and a few struts of the stent were positioned in the left main artery (lm) in order to fully cover the ostia of the lad. After post-dilation of the stent, the left circumflex (lcx) became pinched and the patient experienced limited flow. The physician deployed a 4.00 x 32 mm promus elite from the lcx to lm via mini culotte technique of the 4.00 x 38 mm promus elite deployed in the lad. The kissing balloon method was used to post-dilate the stent. When the balloon was removed from the lm after using the proximal optimization technique (pot), the guide catheter hit the lm proximal stent strut. The physician again attempted to advance the balloon into the vessel, but failed which indicated deformation of the 4.00 x 32 mm promus. Small balloons were used to open the deformed stent and a 4.00 x 12 promus elite was deployed. A 4.00 x 8 mm non-compliant non-boston scientific balloon was used to post-dilate the 4.00 x 12 promus elite and resistance was encountered while trying to remove the balloon. Intravascular ultrasound (ivus) identified a few elongated stent struts resulting from removal of the balloon. Pot was again performed to dilate the struts and an additional 4.00 x 8 mm drug eluting stent was deployed to cover the deformed portion of the stent. During the procedure, the patient reportedly experienced discomfort and pain and intracoronary medicines/drugs were provided to relieve the symptoms. The procedure was completed successfully.